Manufacturer narrative:
Investigation summary: qc is run twice a day and was run before and after the event. The specimens were less than 15 minutes old, collected in vacutainer, mixed for 5 minutes, and sampled from 3ml, bd sample tubes. A field service engineer (fse) was dispatched to the customer's lab on 11/20/06. The fse checked hgb check valves, wbc dispenser and lyse pump; no problems were found. The fse flushed out vacuum system and performed decontamination procedures; all results met specifications. As of 12/09/06 there have been no other reported problems from the account. The root cause of the event is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding hemoglobin (hgb) reproducibility issue for multiple patient samples on the coulter lh 500 instrument. The customer indicated that hgb was not reproducing for 12 samples and the difference in hgb results between an initial (run 1) and repeated testing (run 2) ranged from 0.4g/dl to 0.8g/dl. Some of the hgb results were printed with customer defined "l" flags. "L - result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample." The erroneous results were not reported out of the lab. No additional info regarding this event was provided by the customer. There was no affect to pt or user as a result of this event.